Event description:
It was reported that channel 2 of the flogard infusion pump would not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review, visual inspection and power on self-test confirmed the reported condition as the f-38 alarm. The cause of the f-38 alarm was identified to be the damaged force sensing resistors (fsr). The fsrs were replaced. The pump passed all testing and was returned to the customer in working order.